Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect clinical codes.

Event description:
It was reported that approximately 98 months after a left total hip replacement procedure. Initial surgery operative notes were provided. No additional information is available.

Manufacturer narrative:
D10:concomitant devices: 4275133 164-13-09 - novation element ro s/o col sz 9. 4129039 170-28-93 - biolox delta femoral head 28mm od, -3.5mm. 3728138 180-65-20 - alteon 6.5mm screw, 20mm. 4208911 180-65-25 - alteon 6.5mm screw, 25mm. 4332632 186-01-48 - integrip cc, cluster 48mm, g1. 2454259 101-05-01 - drill bit 1 pk 3.2mm dia x 32mm lng. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.